Manufacturer narrative:
No blank display noted. Pump was received with a flashing medtronic logo. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test and unable to download history files and traces due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/ pcba2/battery connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Blank display not confirmed. Unable to test and unable to download history files and traces due to flashing medtronic logo. Flashing medtronic logo due to moisture damaged electronic assembly and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, blank display, exposed with moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Found the damage on battery tube side and it was affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.